Manufacturer narrative:
Investigation pending.

Event description:
Customer called reporting false positive troponin I (tni) results on triage profiler sob panel vs beckman and another instrument (name not specified). Pt was still waiting for her est today, but has 2 negative troponin results. The venous whole blood samples were collected in an edta tube 5 mins before testing, and kept at room temp. The devices were at room temp when tested and the correct sample volume was added.